Manufacturer narrative:
Upon review of the file it was decided that the complaint should also be investigated also as product code hero 1001. A medwatch was submitted for this event initially under product code hero 1002 refer to 3006945290-2014-00004. According to the presentation given by the surgeon, a patient required explant due to infection. Multiple attempts were made to gain additional information; yet, all were unsuccessful. A review of the event was performed based on the limited available information. A records review was performed for all lot numbers shipped to the hospital and it was confirmed that all records were controlled, available for review, and met all specifications. There is insufficient information available to determine a root cause of the reported event. The hero graft instructions for use lists infection as a potential complication.

Event description:
According to the presentation given by the surgeon, a patient required explant due to infection. Upon review of the file it was decided that the complaint should also be investigated also as product code hero 1001. A medwatch was submitted for this event under product code hero 1002 refer to 3006945290-2014-00004.